Manufacturer narrative:
A ge service representative performed an on site investigation. The system operated to specification. A ge clinical specialist visited the site to provide in depth training for the operators regarding edge enhancement and other techniques to improve image quality.

Event description:
It was reported that the image quality of the system 9800 was not optimal as the operator's could not see the tip of a catheter as they normally could. There was no adverse patient involvement reported.